Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not rotate was confirmed. It was found that the thread of the handpiece was broken. Also the tissue seal of the drill mounting mechanism was missing. The blade was found to be disassembling and doesn't lock into the shaver. The missing parts of the of the drill mounting mechanism was replaced and the device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the physical damage to the device and the missing tissue seal. The defective components of the device would have caused it to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone that during a subacromial decompression procedure the micro tornado hp with hand control did not rotate. No patient consequences or surgical delay reported. A replacement device was used to complete the procedure. The device is available to be returned for evaluation